Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 the patient reported that their motor has stalled (likely identified via personal therapy manager (ptm) error, but not specified). The patient used oral morphine, but reported they were very uncomfortable secondary to unspecified symptoms of withdrawal. On (B)(6) 2020 the patient was started on oral clonidine for withdrawal. On (B)(6) 2020 the patient presented for follow up. Interrogation of the device revealed that the pump stalled on (B)(6) 2020 at 18:48. The hcp attempted to restart the pump by reprogramming, but was unsuccessful. The patient reported ongoing/persistent withdrawal and increased chest pain. On (B)(6) 2020 the pump was explanted/replaced. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was pump motor stall and the clinical diagnosis was it (intrathecal) opioid withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported/anticipated.